Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported peeled / delaminated. It was reported that after unpacking, scratches (peeled / delaminated) were noted on the tip. Factors that may contribute to a peeled / delaminated tip prior to use include, but are not limited to, damage incurred during manufacturing, damage incurred during shipment, or inadvertent mishandling during unpacking for preparation. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported peeled / delaminated. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that during unpackaging, the .014 hi-torque versaturn guide wire was removed from the dispenser hoop without resistance and the distal coil was noted to be damaged (scratched). No damage was noted to the dispenser hoop. A new versaturn was used to successfully continue the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.